Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The product device history records were also review based on the lot number provided, and no anomalies were found. The failure root cause cannot be determined due to no device being returned.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
The head of the screw sheared off. The body of the screw could not be retrieved.